Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that when the syncardia companion 2 driver was docked in the syncardia companion hospital cart, the picture on the hospital cart screen was shaking, but the screen was still on the companion 2 driver display.  The distributor tried a few times to reinstall the companion 2 driver but the shaking screen was still present.  Different companion 2 drivers were docked in the same hospital cart and there were no issues with the hospital cart screen.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n 10105a was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspction of external components found no abnormaities. Visual inspection of internal components found damaged capacitors on the power management board, unrelated to the reported complaint. Driver passed all areas of functional testing for acceptance at incoming inspection, however, during testing in the hospital cart, electrical noise was observed on the hospital cart screen during the compressor check. This confirms the reported "shaking screen". Electrical noise is a known issue that occurs during the system check compressor test as the compressor is run at maximum and can cause electrical noise on the cart cable. This is an instance of there being more noise than usual. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported electrical noise or "shaking screen" was determined to be a faulty compressor. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. Damage found to the capacitors is unrelated to the reported complaint and does not affect the functionality of the driver. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that when the syncardia companion 2 driver was docked in the syncardia companion hospital cart, the picture on the hospital cart screen was shaking, but the screen was still on the companion 2 driver display. The distributor tried a few times to reinstall the companion 2 driver but the shaking screen was still present. Different companion 2 drivers were docked in the same hospital cart and there were no issues with the hospital cart screen.